Event description:
(B)(6) study. It was reported that thrombosis occurred. Prior to the implant procedure, the patient underwent atrial fibrillation ablation using the radiofrequency (rf)-point by point technique. Prior to the index procedure, aspirin was not administered. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 26 mm. Post-implant the patient was started on both aspirin and rivaroxaban. There was no thrombus noted at baseline and post-implant transesophageal echocardiogram. One day post procedure, the patient was discharged. On (B)(6) 2020, the 12-month follow-up echocardiography revealed a thrombus on the atrial facing surface of the watchman device. The thrombus was laminar in nature and was mobile with a maximum area of 0.31 cm2.